Event description:
The device was used during a laparoscopic nissen procedure. Reportedly, the instrument broke and disengaged into the pt's cavity. The surgeon was able to retrieve the component and applied another device to complete the procedure. The hosp has reported no pt injury occurred.